Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no live image on the flexvision monitor. After functional testing, it was identified that the hospital main power loss made the flexvision pc did not turn on. The fse manually turned on the flexvision pc. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. X-ray could still be performed, therefore, system cannot start up due to external power failure which is not related to the device is not likely to cause or contribute to a serious injury or death. Based on the new information, this complaint is evaluated as not reportable.

Event description:
It has been reported to philips that the there was no live image on the flexvision monitor. No harm has been reported to philips.